Manufacturer narrative:
Analysis confirmed that the bed rail clamp is not operating smoothly due to distortion. Since the bed rail clamp part is not subject to repair, it cannot be repaired and will be returned to customer as it is. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from (B)(6) service and repair team regarding a product used in spinal therapy. It was reported that the fixed part wobbles. Initial reporter information and patient information cannot be provided due to the rest riction by the privacy regulation. Additional info received. The product came in contact with the patient. There were no patient symptoms/complications. Event date: (B)(6) 2021. Event context: intra-op procedure/therapy: med levels implanted: confirmed but unknown pre-operative diagnosis: lumbar disc herniated